Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 08, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a (performance decrement) leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
(B)(4).